Manufacturer narrative:
Integra completed its internal investigation on 06/18/2015. Complaint management reviewed for similar complaints. No manufacturing or design related trend has been identified. Conclusion: the device was not released for evaluation, therefore, the root cause to the end users experience could not be determined. This complaint will be reopened should we receive product.

Event description:
It was reported that during a skin graft procedure of both hands of a burn patient, the dermatome device was harvesting the skin of the patient un-equally. It was suspected to be a calibration issue that caused the problem. It is reported there was no patient injury, however, it was also reported the surgeon needed to re-harvest another site for the slice of skin that wasn't harvested properly due to the dermatome failure. The surgery was completed.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.